Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose readings were high. The blood glucose readings were around 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.